Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy (ege), two injection gold probe biopolar catheters (ipg) would not cauterize. The procedure was completed using a hemostatic clipping device and an injection needle without any patient complications. Patient is "fine." Note: this is the second report of two related complaints. Please refer to MFR# 3005099803-2008-06616.

Manufacturer narrative:
.